Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was the tubing of a non-dehp micro-volume extension set ¿detached¿ from the hub and ¿broke off luer lock port during infusion¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual sample was received for evaluation. A visual inspection was performed, and it was noted that the low-profile one-piece male luer lock adapter and the tubing were separated. Additionally, it was observed that there was no presence of solvent in the tubing. A dimensional inspection was also performed, and there was no issue noted. The reported condition was verified. The cause of the reported condition was a manufacturing issue during the solvent application process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.